Event description:
A customer reported observing poor troponin I precision across replicates from multiple pts. Biased results of this magnitude may result in inappropriate physician action. There was no report of harm as a result of this event.